Manufacturer narrative:
The lot number was reported for both malfunctions and lot history reviews were performed. Of the two malfunctions, one was returned for evaluation and one was unavailable for return for evaluation. The investigation is inconclusive for missing component as one malfunction had the component returned, and the other malfunction provided no objective evidence to confirm any alleged deficiency with the kit. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 9808560 implantable port allegedly had a missing component. These reports were received from various sources. There was no reported patient involvement for both events.

Manufacturer narrative:
One of the two devices were returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model 9808560 implantable port allegedly had a missing component. These reports were received from various sources. There was no reported patient involvement for both events.